Event description:
It was reported that there is no sound coming out of the unit. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Customer has refused service.